Event description:
It was reported that balloon burst occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified right lower extremity. A 3.0mm x 220mm x 150cm coyote balloon was advanced for dilation. However, during the first inflation at 14 atmospheres for 10 seconds, the balloon burst. The device was removed, and the procedure was completed with a 3x 150 coyote balloon. No patient complications were reported.